Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump have an intermittent response. Blood glucose value was 105 mg/dl. Device was not dropped or exposed to moisture. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. The insulin pump has cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing the end cap sticker.